Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter powered on with button depression but did not power on with strip insertion. The meter was sent for further investigation and de-cased. Upon visual inspection, damaged port pins were observed. No malfunction or product deficiency was identified.this also serves as a correction report. (Adverse event/product problem) was incorrectly documented in the initial MDR report.

Event description:
A caregiver has reported that the customer's adc meter would only power on with the button press and not with the test strip insertion. The caregiver described the customer's symptoms as "tremor, heat, cold, vomiting, desire to urinate, headache, blurred vision" and reported the customer was taken to the emergency room and treated by an hcp for hyperglycemia with insulin (type/dose unknown) treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver has reported that the customer's adc meter would only power on with the button press and not with the test strip insertion. The caregiver described the customer's symptoms as "tremor, heat, cold, vomiting, desire to urinate, headache, blurred vision" and reported the customer was taken to the emergency room and treated by an hcp for hyperglycemia with insulin (type/dose unknown) treatment. There was no report of death or permanent injury associated with this event.